Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported a critical motor alarm occurred due to a motor stall. The stall recovered more than 2 hours. It was noted motor stalls occurred at different times without external reason. A volume discrepancy was also noted; estimated reservoir volume (erv) = 13.2 ml and actual reservoir volume (arv) = 35 ml. The patient had underdose symptoms and increased pain during the motor stall. The pump was explanted and replaced. The patient was doing "fine" after the replacement. The pump was used to deliver morphine.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found a motor gear train anomaly; corrosion and/or wear and/or lubrication. Analysis also found the gear train anomaly; stall was due to shaft-bearing.

Event description:
Logs were received. Repeated motor stalls were confirmed, and two "stopped pump period may exceed tube set" messages were noted. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.